Manufacturer narrative:
H6 component code: g03001. The field service representative (fsr) inspected the analyzer and performed several troubleshooting procedures. During troubleshooting, the fsr discovered a trigger leak in the connection between the tubing next to the trigger and pre-trigger manifold. The tubing, trig pump to heater, (rohs) was tightened, resolving the issue. The module function was verified with a control/precision run. A review of the service history for the architect i1000sr, (B)(6) verifies no subsequent issues have been reported related to erratic discrepant results. A review of tracking and trending did not reveal any trends for the architect i1000sr or the tubing, trig pump to heater, (rohs). Additionally, labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr system serial (B)(6) or the tubing, trig pump to heater, (rohs) was identified.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect toxo igm result generated on the architect i1000sr instrument for one patient sample. On (B)(6) 2021, sid (B)(6) generated a result of 0.95 index, repetition on the same day was 0.02 index; on (B)(6) 2021, sample was repeated again, and the results were 0.90 / 0.85 index (<0.50 index is nonreactive). No impact to patient management was reported.